Event description:
It was reported that a study patient was implanted with one 10-mm interspinous spacer peek device at l2-l3. Approximately 35 months post-operatively, the patient reported lower extremity pain. Approximately 50 months postoperatively, the patient underwent an l2-l3 procedure to remove the device. No other information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.